Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that 6cc of air was used to inflate the cuff to a smiths medical portex® cuffed blue line ultra® tracheostomy tube. An air pressure gauge was used to check the cuff pressure but the air pressure would not be raised. Subsequently, the tracheostomy (trach) tube was changed out with no reported adverse patient effects.

Manufacturer narrative:
Device evaluation: one portex tracheostomy sample was received in used condition without its original packaging for evaluation. The sample was visually inspected and no discrepancies were found. A leak test was performed and no leaks were found in the returned sample. Relevant documents were reviewed and deemed adequate. The cuff assembly operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was not confirmed. No fault was found with the returned sample. The returned device was found to function as specified.